Manufacturer narrative:
B3: date of event is estimate. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Medwatch mw5146423 received reporting the following: "a balanced heavyweight wire was used for placement. The lead prolapsed and the lead and wire were removed from the body. The wire was removed from the lead in order to use another less stiff wire, but this new wire would not pass through the lead. The physician thinks that the heavyweight wire tip was broken off inside the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was provided.